Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3086, UDI: n/a, serial: (B)(6), batch: n/a."

Event description:
It was reported that during a scs implant the patient experienced a csf leak. The patient reported nausea, vomiting, migraines, and unable to sit upright due to nausea. The patient is currently no longer bedbound due to the csf leak symptoms. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.